Event description:
The pt used the suspect device to check their blood glucose. The pt obtained a reading of 123mg/dl. The pt took their normal insulin dose and skipped breakfast because the pt thought their blood glucose level was normal. The pt then passed out an hour later. The pt's husband gave the pt a glucose injection and the suspect device was used to retest their blood glucose. The retest result was 44mg/dl.